Event description:
New information (B)(6) 2014 notes once again upon interrogation an error message - episodes were cleared because they were invalid- . Episode triggers were all off. The device was reinterrogated and this caused the message to go away and the device was able to be programmed as desired.

Event description:
It was reported that a patient presented in clinic for a follow up. Upon interrogation, an error message displayed informing the user the diagnostics were cleared due to invalid data. The device remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.